Manufacturer narrative:
(B)(4). No complaint was received with the returned of the device. Failure event observed during analysis. A partial lead was received for analysis. Internal insulation abrasion was noted at 8.6-10.0 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.